Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no key function. The customer's blood glucose level was unknown. They stated that they did several test but not really clear if he insulin pump had no key function. The insulin pump will be returned for analysis.